Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that the buttons at the bottom are not working, defective touchscreen. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that during preventative maintenance the device failed touchscreen calibration. Bad touch at the second calibration point. Buttons on the bottom of the screen unresponsive. A new screen has been ordered; pending part replacement.

Event description:
Philips received a complaint by the customer on the v60 indicating that the buttons at the bottom are not working, defective touchscreen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.